Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 3387, serial/lot #: unknown, ubd: , UDI#: ; product ID: 3387, serial/lot #: unknown, ubd: , UDI#: ; product ID: 3387, serial/lot #: unknown, ubd: , UDI#: ; product ID: 3387, serial/lot #: unknown, ubd: , UDI#: ; product ID: 3387, serial/lot #: unknown, ubd: , UDI#: g2: citation: authors: morishita t., sakai y., iida h., tanaka h., permana g. I., kobayashi h., tanaka s. C., abe h.. Surgical concepts and long-term outcomes of thalamic deep brain stimulation in patients with severe tourette syndrome: a single-center experience. Japan neurosurgical society 2024. Doi: 10.2176/jns-nmc.2023-0254 · a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. · a.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. · b.3. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. · b.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. · d.2. The device was used for an off-label indication; see b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding 'surgical concepts and long-term outcomes of thalamic deep brain stimulation in patients with severe tourette syndrome: a single-center experience'. The following medtronic devices were used in the study: a 3387 dbs lead, 37612 activa rc implantable neurostimulator (ins), and a percept pc ins. Among patient adverse events/device performance issues included: surgical adverse events patient 11 had left lead misplacement on day 9 because the lead was more than 2mm away from the intended trajectory. They required revision surgery on postoperative day 12 before discharge. Patient 13 experiencedan intracerebral hemorrhage along the left dbs electrode due to severe self-injurious tics. To prevent further problems, the patient was sedated for several days and stimulation and medication were both increased to control the stronger tics. Patient 10 experienced wound dehiscence at the incision site on the scalp and required wound revision. Patient's 1 and 4 experienced wound dehiscence at the incision site on the scalp and required wound revision. A patient required left dbs lead revision due to insufficient suppression of phonic tics despite improvement in motor tics in the fi rst year after dbs surgery.